Event description:
It was reported that the customer received a battery out limit alarm and a failed battery test alarm during normal use. The customer had to change the insulin pump's battery frequently. His insulin pump had a blank display every time he changed the insulin pump's battery. His blood glucose level was 212 mg/dl. The time on the insulin pump was delayed for a few minutes. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.